Event description:
Note: date of event is unknown. In 2009, a boston scientific employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction", by m. Mutignani, et al. According to the article, the wallflex enteral duodenal stent was used in a combined endoscopic stent insertion. The patient developed recurrent cholangitis and was treated by re-insertion of a new biliary self-expanding metal stent.

Manufacturer narrative:
Unknown/no information available from user facility. The device manufacture date and expiration dates are unknown since the lot number is unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.